Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery. Customer's blood glucose was 134 mg/dl. The customer stated that she realized she forgets to rpess the act button for insulin delivery. Customer was connected to helpline for further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.